Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins was received with the battery status ¿ok.¿ the ins passed all functional tests, including the long term monitor test.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer, via the manufacturer representative, reported the device "wasn't&#62752;consistent in the stimulation." It was stated that "a lot" of reprogramming was done and the last setting was successful. There were no "strange" measurements. Despite this, the device ended up being replaced due to normal battery depletion. In addition, the patient programmer was replaced because it was thought that it "didn't capture the programs in the right way." It was unknown if this was due to a mistake when transferring between the clinician and patient programmer or if it didn't work properly. The issue was resolved at the time of the report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.